Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had ink blots that blocked graphics and text. Customer's blood glucose ranged from 264-265 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned